Event description:
It was reported that the patient had a shocking sensation since having a fall in (B)(6). No interventions or outcome reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3587a, serial# (B)(4), implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).